Manufacturer narrative:
The device has been explanted and has been returned to (B)(6) where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was explanted of the vibrant soundbridge and re-implanted with a cochlear implant on (B)(6), 2013. The pt's residual hearing had deteriorated over the time, so she did no longer benefit from the vibrant soundbridge.